Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad issue. It was reported that the up arrow and down arrow keypad buttons were intermittently unresponsive. There was no indication that the product caused or contributed to an adverse event. This complaint is not being reported because the contrast button and worn keypad symbols have no effect on insulin delivery function.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Disregard MDR # 2531779-2013-07462, as it was inadvertently submitted. The complaint has been reported under MDR # 2531779-2013-07723 and any additional information or investigation results will be submitted as a supplemental under MDR # 2531779-2013-07723.